Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed continuously. A field service engineer found that the right-side drawer slide was binding up and adjusted the bearing change and bearing keeper. The fse tested the device functionality in hardware test application and station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed continuously. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.